Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon inspection, the unit started up with no error. Performed mock infusion and fva output pin was sticky. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and output pin had debris. Cleaned fva pins and channels. Rear cover o ring not seated properly. Fva lip seals and rear cover o ring will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "staff states pump alarmed "service required" and would not infuse." "We have a pump sn: (B)(6), which staff reported alarmed 'service required' and would not infuse. Staff brought the pump to the office, cleaned it and ran test infusion successfully. Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.